Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that where the worm drive goes into the motor came out of the motor. He states that it was stuck in the tilt position. The patient was in the chair but was not injured.

Manufacturer narrative:
Additional/updated information was added to reflect the tilt actuator motor being returned to the manufacturer for evaluation. The result of the evaluation was that actuator had no mechanical output. The motor would run but the output shaft would not extend during the bench test, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer states that where the worm drive goes into the motor came out of the motor. He states that it was stuck in the tilt position. The patient was in the chair but was not injured.